Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer in well position e10 and did not give an error message. An ortho field service engineer was dispatched and observed a broken tip clamp in position 10. All tip clamps were replaced and instrument was cleaned. No death or serious injury was associated with this event.